Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and leads exhibited loss of capture (loc) that resulted in syncope. The patient has health issues, is on dialysis and is in chronic atrial fibrillation and pacing dependent. The device was programmed to maximum outputs and capture was then consistent. The right ventricular (rv) leadhas a history of high thresholds and the physician elected to turn down the right ventricular (rv) lead output to save battery life and primarily use the left ventricular (lv) lead for pacing. This is considered off-label use and boston scientific technical services (ts) discussed the risks involved. There were no additional adverse patient effects reported.